Manufacturer narrative:
E1 full establishment name due to character limit: medical corporation (B)(6) department of internal medicine, endoscopy clinic. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the reported event occurred due to the accumulation of electrical stress from powering the image sensor mounted on the image sensor unit integrated at the scope tip and the printed circuit board within the scope connector (including electrical components mounted on the electrical board), combined with factors such as accidental static electricity application or overcurrent during system on state connection/disconnection, which temporarily degraded the electrical connection state. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had scope malfunction error lighting up, an e227. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.